Event description:
Reported that the recipient tested positive for hcv. Graft is associated to voluntary bts recall. It had been previously reported to co in february 2006 that the recipient was positive for hbv and investigation revealed the patient had tested positive for hsv prior to implantation of allograft in 2005.

Manufacturer narrative:
Graft ID 2824321 not returned to co and remains implanted. Investigation: review of internal records, medical release, manufacturing history, and qa/qc reviews performed. A graft from the same manufacturing episode and donor ID was submitted to an independent laboratory for the detection of hepatitis c viral nuclear acid (dna/rna) by quantitative polymerase chain reaction testing. No recipient screening or confirmatory testing results have been provided to rti to date. Results: no deviations noted upon manufacturing and internal records review. Graft ID 2824321 was irradiated within the validated dosage to eliminate potential viable microbes. Graft ID 2824321 passed all release criteria prior to distribution. Furthermore, independent testing results of a graft associated with the same manufacturing episode and donor was negative for the presence of hcv dna/rna. Conclusion: the processing method utilized for the graft; irradiation and demineralization, are validated to eliminate the potential of disease transmission. Furthermore, testing concluded as associated graft was negative for hcv. The rigorous testing that has been performed on the donor tissues, coupled with the fact that rti's processes are validated to eliminate the potential for viral transmission through an allograft implant, indicates that the recipient likely contracted the virus from a source other than the allograft implant.